Event description:
A (B)(6) customer received a blood glucose test of 219mg/dl from the breeze2 meter. The laboratory result was 26mg/dl. The customer was conscious but experienced hypoglycemic symptoms and a glucose treatment was administered. Further information about the event was not provided. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. Test strips were returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided. The strips were received by qa but impossible to evaluate because they were expired.